Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dry serum coating the surface of the tip clamp and sleeve at position #4. Fse replaced the tip clamp and broken tip retaining clip, verified proper alignment and calibration of x-arm, and ran routine tests and user assay checks. The instrument was tested without further problem and was returned to expected operation.